Event description:
Per the independent repair center, the customer alleged problem is low 02/yellow light. The key failure is the sieve is cracked. Associated malfunctions for this device: pilot valve not shifting, f-tube cracked.